Event description:
Boston scientific received information that noise was seen on the right ventricular (rv) channel of this implantable cardiac defibrillator (ICD) system. The noise was oversensed which lead to pacing inhibition with greater than two seconds of asystole for the patient. Technical services discussed the possible causes of the observed noise. There were no adverse patient effects. The system remains in service.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete at this time. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observations were not able to be confirmed.

Event description:
Boston scientific received information that this device was explanted for normal battery depletion and returned for analysis.